Event description:
It was reported by the patient that their personal device manager (pdm) while charging, began to smoke. The pdm was alleged to have risen in temperature, as well as being unable to hold a charge. When asked if the charging symbol was visible the patient stated it was not present.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the personal device manager (pdm) was heating and smoking. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
Investigation was completed for returned charging cable and adapter. Customer reports that the pdm was charging, and it began to get heated and smoke. The adapter and charging cable were returned for investigation. No pdm was returned. The charging was found to not be the insulet-provided charger. The pdm lot and serial number were not provided or returned. A visual inspection of the returned adapter was completed. Damage and corrosion was observed in the usb port of the adapter. A visual inspection of the returned charging cable was completed. Corrosion was observed on the universal serial bus (usb) end of the cable. Residue and corrosion was also observed inside the usb port. Residue was also observed on the micro usb end of the cable. The usb end of the cable was observed under magnification. Thermal damage was observed inside the usb port under magnification. The micro usb end of the cable was observed under magnification. Damage was observed to the inside of the micro usb connection. A technical assessment of the design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging.